Event description:
It was reported that at the post operative check, the device displayed an unexpected low battery voltage measurement of 2.06 volts. It was indicated that the device was checked again three hours later and again the next day and the voltage was then stable at 2.79 volts for each check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a battery voltage measuring problem. There was an adc measurement error and the bad measurement was the last elective replacement indicator reference voltage which was an ambulatory measurement. It was expected that the next three hour measurements would be normal.